Manufacturer narrative:
Result: siderail, timing link.

Event description:
It was reported by service report that the bed has a broken head right siderail timing link. No patient involvement or adverse consequences are reported.